Event description:
Customer stated that his blood glucoses were "jumping around a lot" on the suspect device. The last readings in memory were 306, 161, 212. Patient went to the hospital and was treated with an intravenous. No other information could be provided by the patient.